Event description:
N/a

Manufacturer narrative:
Trackwise#: (B)(4) updated sections: b4, d10, g4, g7, h2, h3, h6, h10 the device was returned to the factory for evaluation on 03/28/2023. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. The gray silicone insulation on the underside of the cold jaw was observed to be peeled, but remained attached to the cold jaw. There were no other visual defects observed. An investigation was conducted on 03/29/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The tip of the cold jaw was observed to be peeled, but still attached to the cold jaw. There were no visual defects observed on the gray hot jaw insulation. There were no visual defects observed on the heater wire. Based off the photographic evaluation as well as the investigation results, the reported failure "peeled; delaminated; jaw" was confirmed. The lot # 3000290482 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported prior to use for an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 device was faulty (peeled). A new replacement device was used to complete the procedure. There was no procedural delay. No harm to patient, the defect was noticed before use on patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.